Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed low battery alert. Customer changed battery but insulin pump was stuck on the alert screen. Customer reported that the battery was changed 6 times and waited for 15 to 20 minutes but screen was completely shut down and not restarting. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.